Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit is alarming "vent inop." He is not aware if the unit was on a patient at the time of the incident.

Manufacturer narrative:
The device/component was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The identified root cause of the reported issue was due to material fatigue of a device component.

Manufacturer narrative:
Results of investigation: the field service representative evaluated the unit and replaced the main printed circuit board however there was transducer fault on the new installed board. The board was replaced as well as the exhalation valve receptacle and the performance was verified. In the event the components are received for evaluation a follow-up report will be submitted at that time.